Event description:
It was reported that this implantable pacemaker device had been in less than 3 months battery remaining for 6 months. Boston scientific technical services (ts) stated that the power consumption has actually gone down. Gas gauge was pointing at explant. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device had been in less than 3 months battery remaining for 6 months. Boston scientific technical services (ts) stated that the power consumption has actually gone down. Gas gauge was pointing at explant. As of this time, this device remains in service. No adverse patient effects were reported.